Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The faulty o-ring was replaced and it was observed that the iabp unit did not lose any more helium. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that before use, the intra-aortic balloon pump (iabp) experienced a high helium loss and a "low helium" alarm was generated. It was later reported that the end user noticed that the helium bottle was empty and replaced the helium bottle. The next day, the helium bottle was observed to be empty again. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated the iabp unit. The fse noted that the loss of helium is visible, however, when the pneumatic system display is opened the pressure at x4, pressure sensor for the external helium circuit, stabilized at over 1000 psi. When the pneumatic system display is closed the pressure at x4 collapses. The tolerance level of the leak exceeds factory specifications. The fse noted that the internal helium bottle is tight and the pressure remains stable. The fse replaced the helium tank seal, sealing ring between the cart and the console, and the connection nipple between the cart and the console. Additionally, the fse unscrewed and checked all lines from the helium tank to the internal reservoir, however, the leak persisted. The fse advised that the iabp unit will be removed from the customer's site, and brought to the getinge workshop for further investigation. The customer will be provided with a loaner iabp unit. Further troubleshooting revealed the leak inside the console. The fse observed the o-ring mounted on the bottom of cv1 was faulty. The repair is ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that before use, the intra-aortic balloon pump (iabp) experienced a high helium loss, and a "low helium" alarm was generated. It was later reported that the end user noticed that the helium bottle was empty, and replaced the helium bottle. The next day, the helium bottle was observed to be empty again. There was no patient involved, and no adverse event was reported.